Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # 458995. The lot # 25150926 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 26apr2021. Device was investigated on 14may2021. There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire and cold jaw. Speck of blood was observed on the handle. The heater wire was observed to be completely bent, remaining attached at the base, with disconnection at the tip of the hot jaw. The clear silicone insulation was observed to be intact. No visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device, the reported failure "peeled jaw" was not confirmed and the analyzed failure "material twisted/bent wire" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, a piece of the cautery tip (insulation) came off of the jaws before using it on the patient. There was not contact with the patient. Patient was in the or; however, the device was not used on the patient. A replacement device was used to complete the procedure. No harm or death to patient or staff. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, a piece of the cautery tip (insulation) came off of the jaws before using it on the patient. There was not contact with the patient. Patient was in the or; however, the device was not used on the patient. A replacement device was used to complete the procedure. No harm or death to patient or staff. The hospital did not report any patient effects.